Event description:
It was reported that during an open sigmoid resection with a repair for a colo vesicle fistula. The stapler was used for an end-to-end anastomosis of the rectum. When attempts were made to pull the stapler out of the rectum, they met resistance. Tried different maneuvers to remove stapler. As they were dissecting and freeing up the stapler a large separation of the staple line of the anastomosis was noted. As a result, the team placed an unplanned stoma and colostomy. Case was completed. No additional patient consequence.

Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch # unk. B3: only event year known: 2024. H6: health effect: clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. Additional information was requested, and the following was obtained: were the staples formed originally or not? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? There has been ro response from the account and will not release any information.